Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to perform an integrity test as it was unclear to the clinic if the patient is receiving any benefit from the implanted device. The implanted device remains.